Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to low impedance on the right atrial (ra) lead. It was noted that the low impedance appeared to be chronic. There was also p waves with low amplitude and an increase in threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.